Manufacturer narrative:
Manufacturer's investigation conclusions: evaluation of heartmate 3 lvas, serial number (B)(6), confirmed an outflow graft twist. The observed outflow graft twist would have contributed to the low flow alarms captured within the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 6 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft and outflow graft bend relief were cut approximately 1 inch from the outflow graft attachment and the remaining portions were not returned. The cuff lock was fully engaged, and the apical cuff was returned attached to the cuff lock. The pump was exposed to a fixative. Examination of the sealed outflow graft revealed a twist adjacent to the graft hardware, rotated approximately 180-degrees. Based on the partial tissue accumulation in the space between the graft and the bend relief, the twist appeared to have been present for a period of time during support. The occlusion caused by the twist would have contributed to the gradual decrease in average flow and subsequent low flow alarms captured on the submitted log files. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with low flow events. Their filling status was okay and an x-ray, electrocardiogram (EKG), and echocardiogram (echo) looked normal. Log files showed persistent low flows around 2.5 l. A computed tomography (CT) scan on (B)(6) 2019 showed thrombus in the outflow graft within the proximal portion of the bend relief at the junction with the main lvad metalwork. The overall diameter of the conduit in the proximal portion was narrowed to approximately 50%. The remainder of the outflow tract to the aorta was normal in size and caliber with no kinking.